Event description:
A customer reported a black or blue fiber or particle found in the left eye postoperatively. Medical intervention required. Further secondary surgery was required. The patient's current condition is continuing. No further information is available or will be provided due to privacy.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on current tracking, there are no adverse trends for this reported complaint. The customer reported that a black/blue particle was found in patient's left eye, potentially from the custom pak. Medical intervention was required; a secondary surgery was required to remove fiber. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. When this type of issue occurs, a sample will need to be returned so that a proper investigation can be conducted. If possible, the customer should provide alcon with a photo of the reported foreign material in order to help with the investigation of the issue. The root cause of the customer's complaint could not be established as the main source of the black or blue fiber is unknown to the components within the pack as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).